Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that last year it started getting harder and harder to charge his ins and it stopped functioning. Patient spoke with healthcare provider (hcp) who told him to keep charging. Reviewed overdischarge information and caller was redirected to their healthcare provider (hcp). No patient symptoms were reported.